Event description:
The device was used during a left lung resection procedure. Reportedly the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no patient injury occurred.